Manufacturer narrative:
The reported event for set screw issue was confirmed. Analysis confirmed that the set screw for port 1-8 was positioned upside down and engaged in the connector block. This is consistent with the set screw being backed out beyond its limits during the procedure. The clinician¿s manual provides sufficient instruction on how to connect the lead or extension into the header.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020 for a lead replacement (reference reg report: 3006705815-2020-02789, 3006705815-2020-02790.) During the procedure, the physician was not able to secure the new leads into the ipg header. The physician discovered that the set screw had broken off. As a result, the ipg was explanted and replaced to address the issue.